Manufacturer narrative:
Reviewed batch images: a synopsis of testing on sample ID: x5844 on crrid batch (B)(4) using crrid lot id270 and indicator cell lot 221477 is as follows: (B)(6). Unexpected negative reactivity is noted for e positive cells 1, 3 and 6 for crrid batch (B)(4). Serological evaluation: the pi lab confirmed the reactivity of the e antigen on cells 1, 3, and 6 of retention crrid lot id270 in manual capture retention capture-r indicator cell 221494 with retention anti-e lot ba631 (1:1 dilution). Controls performed as expected. Positive results exhibited 2-4+ reactivity. Retention product performed as expected.

Event description:
Customer reports unexpected negative reactivity when testing a patient sample with a known anti-e with capture-r ready-ID (crrid) lot id270 and capture-r ready-ID extend I lot dp081 on the galileo echo instrument.